Manufacturer narrative:
The device was not available for return. There was moderate degree of tortuosity/calcification. The leak was noticed when the valve was in place, ready for inflation. The leak was coming from the balloon. The balloon was able to fill with contrast. Regarding the withdrawal difficulties, the device was getting caught at the proximal tip. As the device is not available for return, no visual inspection, functional testing or dimensional testing could be performed. No imagery was returned for review. A DHR and a lot history review was unable to be performed as work order information was not provided. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The IFU for certitude delivery system, device prepping manual, and procedural training manual were reviewed for guidance and instruction on device preparation and usage of the certitude delivery system. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints were unable to be confirmed. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. Without the work order information, a review of the DHR and lot history was unable to be performed and is unable to confirm that a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. The complaint description states, ''it was impossible to inflate the balloon. The leak was coming from the balloon. The leak was noticed when the valve was in place, ready for inflation. There was blood in atrion device. The device had to be retracted. It was impossible to remove it through the esheath.'' Without the return of the complaint device, a definite source for potential leakage cannot be determined. As there was no note of abnormalities during device preparation, it is unlikely that the leakage was an issue out of box and was likely created during the procedure. The following patient and/or procedural factors can possibly contribute to delivery system leakage: excessive manipulation of the delivery system during the procedure (e.g. During delivery system insertion or advancement) results in kinking or damage to the balloon, balloon shaft or balloon catheter bonds (i.e. Nose tip/inflation balloon, crimp balloon/balloon shaft). Improper handling of the stylet during valve crimping or improper guidewire insertion can result in damage to the guidewire lumen. The procedure was via transaortic approach and the case notes reported moderate calcification was present. Calcification in the patient anatomy can create a narrowing of the aorta and increase the likelihood of damaging the inflation balloon and/or crimp balloon which can lead to the observed delivery systems leakage. Without the return of the complaint device, there is insufficient information to determine a root cause. However, it is possible that patient and/or procedural factors may have contributed to the complaint event. The complaint description states, ''it was impossible to remove it through the esheath.'' The case notes revealed the patient's anatomy were moderately calcified and tortuous. Aortic tortuosity and calcification can increase the likelihood of withdrawal difficulty as they can cause non-coaxial retrieval of the delivery system and the sheath distal tip. If the valve was still crimped on the balloon during a non-coaxial retrieval, it can get caught on the sheath tip and contribute to withdrawal difficulties. As such, available information suggests that patient factors (calcification, tortuosity) and procedural factors (non-coaxial withdrawal, valve caught on sheath tip) may have contributed to the complaint events. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required h3 other text : device discarded.

Event description:
As reported by our affiliates in france, during the implant of the implant of a 26mm sapien 3 valve, by transcarotid approach in aortic position, post bav it was impossible to inflate the balloon. The leak was noticed when the valve was in place, ready for inflation and there was blood observed in inflation device. During withdrawal of the delivery system, it was not possible to remove it through the esheath. The patient's artery was injured, and surgical repair was performed. The patient's final outcome was good. As per medical opinion, the perceived root cause of the withdrawal difficulty was that the 26mm s3 valve could not be withdrawn into the esheath. There were no difficulties during valve alignment. Another device was used and the new valve was implanted correctly.

Manufacturer narrative:
Correction to d4, device model number and b5, as the access site was updated. Correction to part of h10. Update to b4, g3, g6 and h2 to reflect this correction. Additional information indicated there were no difficulties during valve alignment. Another device was used and the new valve was implanted correctly. The IFU for commander delivery system, device prepping manual, and procedural training manual were reviewed for guidance and instruction on device preparation and usage of the commander delivery system. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints were unable to be confirmed. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. Without the work order information, a review of the DHR and lot history was unable to be performed and is unable to confirm that a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. The complaint description states, ''the pacing was on, ready for deployment, but it was not possible to inflate the commander delivery system balloon due to a leak in the balloon.'' Without the return of the complaint device, a definite source for potential leakage cannot be determined. As there was no note of abnormalities during device preparation, it is unlikely that the leakage was an issue out of box and was likely created during the procedure. The following patient and/or procedural factors can possibly contribute to delivery system leakage: - excessive manipulation of the delivery system during the procedure (e.g. During delivery system insertion or advancement) results in kinking or damage to the balloon, balloon shaft or balloon catheter bonds (i.e. Nose tip/inflation balloon, crimp balloon/balloon shaft). - the case notes reported moderate calcification was present. Calcification in the patient anatomy can create a narrowing of the aorta and increase the likelihood of damaging the inflation balloon and/or crimp balloon which can lead to the observed delivery systems leakage. - the case notes also reported moderate tortuosity was present. Performing valve alignment under high alignment forces can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip from the flex tip during alignment) and dive into the flex tip. It is possible that the non-coaxiality of the valve during valve alignment may cause the valve to interact with the balloon. As such, the balloon may have been compromised and consequentially resulted in the observed leakage. Without the return of the complaint device, there is insufficient information to determine a root cause. However, it is possible that patient and/or procedural factors may have contributed to the complaint event. The complaint description states, ''it was decided to remove the commander delivery system with crimped valve but it was not possible to get the valve back into the esheath.'' The case notes revealed the patient's anatomy were moderately calcified and tortuous. Aortic tortuosity and calcification can increase the likelihood of withdrawal difficulty as they can cause non-coaxial retrieval of the delivery system and the sheath distal tip. If the valve was still crimped on the balloon during a non-coaxial retrieval, it can get caught on the sheath tip and contribute to withdrawal difficulties. As such, available information suggests that patient factors (calcification, tortuosity) and procedural factors (non-coaxial withdrawal, valve caught on sheath tip) may have contributed to the complaint events.

Manufacturer narrative:
The evaluation result was not impacted by this update.

Manufacturer narrative:
The device was discarded. Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during the implant of the implant of a 26mm sapien 3 valve, by transaortic approach in aortic position, post bav it was impossible to inflate the balloon. The leak was noticed when the valve was in place, ready for inflation and there was blood observed in inflation device. During withdrawal of the delivery system, it was not possible to remove it through the esheath. The patient's artery was injured, and surgical repair was performed. The patient's final outcome was good. As per medical opinion, the perceived root cause of the withdrawal difficulty was that the 26mm s3 valve could not be withdrawn into the esheath.